Event description:
It was reported that the device elective replacement indicator (eri) in less than five years. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. Concomitant product: 4076 implantable pacing lead: (B)(6) 2008. (B)(4).